Manufacturer narrative:
Root cause: use error. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of insulin. The customer added 300 units more to the cartridge and loaded it successfully. Subsequently, the insulin gauge displayed an inaccurate value. Customer's blood glucose was 151 mg/dl. Tandem technical support reminded the customer over filling the cartridge was off label. The customer loaded a new cartridge successfully and resumed insulin delivery.